Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/16/2024. H6 component code: g07002 pending evaluation of returned device. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, the following was obtained: please provide lot number. Tmbhes. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No patient impact. Please confirm the quantity of devices involved in the reported event . 1 unit. Please confirm the quantity of devices available for product return. 1 unit. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). Ans: answered based on complaint event description and returned complaint device. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Device shipped to cg labs on 27 sep 2024 via fedex awb: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned . Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Photos upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - please provide lot number. - were there any unexpected outcomes or complications as a result of the prolonged surgery time? - please confirm the quantity of devices involved in the reported event . - please confirm the quantity of devices available for product return. - please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections.

Event description:
It was reported that a patient underwent a CABG on (B)(6) 2024 and suture was used. During the procedure, when the cv surgeon was performing proximal anastomosis, the suture did not detach from the swage, but it snapped in the middle. The anastomosis was re-done. The procedure was delayed by 30-60 minutes. The procedure was successfully completed. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3 h3 investigation summary: the product was returned to ethicon for evaluation. One empty labeled winding former and one needle suture in two sections were received for analysis. The product code 8706h is double-armed. During visual inspection of the returned sample, the swage and attachment area were noted as expected. The suture pieces were examined, and the ends were observed to be cut probably caused by a surgical instrument. Besides that, one of the suture pieces was noted elongated. The test was performed in a suture piece using instron equipment and the tensile force was above the minimum requirements. Additionally, three photos were provided and showed one open sample with the same condition as the received sample. Per the conditions of the returned sample, the functional test could not be performed. The instructions for use contain the following caution: as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications.